Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during the implant procedure of the right ventricular (rv) lead, varying impedances were measured through the analyzer and through the device. One day after implant, the lead was observed with risen pacing impedance to high values. The rv defib coil impedance was high at implant, but now dropped back to normal limits. The lead had stabilized since then, and it remains in use. No patient complications have been reported as a result of this event.